Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "cultures have recently been performed on mammary drains in which pseudomonas aeruginosa has grown". This record is for the unknown side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported "cultures have recently been performed on mammary drains in which pseudomonas aeruginosa has grown". This record is for the unknown side. Device has been explanted.

Event description:
Healthcare professional reported "cultures have recently been performed on mammary drains in which pseudomonas aeruginosa has grown". This record is for the unknown side. Device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: drainage and infection (unknown onset).